Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.

Event description:
It was reported the customer had a motor error alarm during a bolus delivery. Customer stated they did not expose their insulin pump to a high magnetic field. Customer stated they were able to rewind their insulin pump. The customer's blood glucose was 16.2 mmol/l. No additional information provided.